Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the outer insulation was abraded and the outer coil exposed at 38.2 cm to 38.6 cm and 40.9 cm to 41.6 cm from the connector pin. The lead abrasion is consistent with that caused by friction to another implanted device.